Event description:
It was reported at follow up externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 10.0 - 12.5cm and 11.1 - 11.8cm from the distal end, consistent with lead friction to another device. The silicone insulation was abraded and the rv and sensing conductors were visible. Internal insulation abrasions were found at 7.6 - 8.9cm from the distal end. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.